Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (on (B)(6) 2012, hysteroscopic removal of one of the essure devices). At the time of the report, the device dislocation, genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered device dislocation, genital haemorrhage and menstruation irregular to be related to essure. The reporter commented: physician has recommended removal of the other essure device. Her surgery has not yet been scheduled. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.